Event description:
It was reported that pump experienced malfunction and displayed malfunction code that caller could not resolve alone. There was no adverse impact to the customer¿s blood glucose level. Caller contacted technical support, received instructions, and successfully reset pump with assistance, and no additional information was received regarding further outcome of event.